Event description:
It was reported that the patient's hearing sensation deteriorated slightly. Since (B)(6) 2010, he complains about loudness fluctuations, which occur, amongst other things, while he is chewing. Testing carried out on (B)(6) 2010 revealed: e3 and e7 hksa; e4, e5, e8, e9 and e11 hi. The testing of (B)(6) 2010 confirmed this result. There is no traumatic event known. The ci was re-positioned in 2007 - 3 months after implantation, as the patient had problems with wound healing with infections. On (B)(6) 2010, a new map was created. Currently, the patient is satisfied with his hearing situation. He will be checked regularly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.